Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: customer reported a small discoloration in the syringe, it seems like a dirt, it is not removable, not desirable in the IV syringe.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality team for investigation. The product was visually inspected and two brown stains were observed on the barrel near the 6ml marking. Using magnification, the spots were identified to be burnt polypropylene particles that embedded within the syringe. A device history review was performed for reported lot 1908219, no deviations or non-conformances related to the reported issue was identified during the manufacturing process. The particles can generate during the molding process and become injected into the mold of the syringe. Machines are ran before use to remove any access particles and the first few finished pieces are scrapped. Machines undergo routine cleaning and final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: customer reported a small discoloration in the syringe, it seems like a dirt, it is not removable, not desirable in the IV syringe.